Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) and acp backplane (acpb) on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp and acpb were analyzed and both subcomponents were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding repeated recoverable fault 32101 occurring on the patient side cart (psc). Tse had the customer shutdown the system, press emergency power off (epo), and a power cycle, the customer stated that when pulling the red lever into manual drive, the psc would not move. Tse reviewed the system logs and found problem on the acp. Acpb, or the hydraulic system. The customer was unable to work with the system , and the next surgical procedure in the morning has been cancelled. The procedure was completing as planned with no reported injury.